Event description:
From staff: s [situation]: mma [middle meningeal artery] embolization being completed. A stryker coil detacher was opened lot # wmp137646 was opened and the pull tab was not there, and the device would not turn on. B [background]: a stryker coil needed to be used to complete the procedure to prevent further growth of sdh [subdural hematoma]. A [assessment]: a device malfunction. A second device was opened and was successful. R [recommendation]: rep may want to be notified to let them know there was a malfunction in product. A second coil detacher was opened and did work.